Manufacturer narrative:
No unexpected blank display anomalies, blank flashing white display anomalies or beeping anomalies noted during testing. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion test, sleep current measurement, active current measurement and selftests. The pump was received with a scratched casing, minor scratches on the lcd window, a pillowing keypad overlay and a peeling end cap address label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown. Customer reported that pump had blank and white screen, flashes all the time and impossible to stop it. Customer stated that pump switch on and off all the time with audio alarm (no text).